Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site.

Event description:
On (B)(6), 2018 maquet sas became aware of an incident with one of surgical lights- xten. As stated by technician, the cupola was separated from the spring arm. There is no injury reported however we decided to report the issue in abundance of caution. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of surgical lights- x-ten. As it was stated, the cupola detached from the spring arm. There was no patient involvement however we decided to report the issue in abundance of caution as any parts falling could led to serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never led to serious injury, nor death. Detached cupola is found by subject matter experts to most likely be caused by an excessive or repetitive mechanical stresses, intensive use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendations would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Ref- (B)(4); tw #(B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Ref-(B)(4); tw # (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4); tw # (B)(4).

Event description:
On 12th july, 2018 maquet sas became aware of an incident with one of surgical lights- xten. As stated by technician, the cupola was separated from the spring arm. There is no injury reported however we decided to report the issue in abundance of caution. Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Manufacturer reference number (B)(4).

Event description:
Ref- (B)(4); tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Ref- (B)(4); tw # (B)(4).

Event description:
Ref-(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref-(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).